Event description:
A representative was told by a physician in september that they could no longer access the port to fill the pump, so they wanted it replaced. On (B)(6) 2014, information was received indicating the pump had been replaced on (B)(6) 2014. The physician reportedly had difficulty accessing the pump, and they could not aspirate the catheter at the replacement. The patient¿s healthcare provider was trying to access the catheter access port (cap), and they needed help. The new pump was not filled with drug at the replacement. It was either left with sterile water, or preservative free normal saline (pfns) was refilled to the pump reservoir. The new pump was programmed to minimum rate mode, and the patient was to be refilled the next day. There was no catheter issue, and the catheter was not replaced. The patient was reportedly doing well. The pump contained hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).